Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. Not root cause could be identified by the investigation. There have been no other complaint reported in the lot number. Add'l info could not be obtained from the surgeon, as the consumer did not provide contact info. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery her vision has been reduced at all ranges, she has experienced halos and had pain in the right eye. Her blurred vision is interfering with daily activities such as watching television, viewing her computer screen, and doing her work as an esthetician. She tried eyeglasses with progressive lenses, but was unable to adapt to these. The halos interfere with night driving. She tried yellow glasses at night, but did not notice improvement. Her right eye has pain when she presses her right eyelid. According to the consumer, she had unremarkable preoperative eye examinations and the surgeon informed her that everything was fine postoperatively. The symptoms persist and no further treatment has been given. She also informed that she had povidone-iodine allergy history, which she mentioned to anesthesist, but anesthesist insisted and applied it on her eyes anyway, before her surgeries. Add'l info could not be obtained from the implanting surgeon, as the consumer did not provide contact info. There are two medical device reports associated with this event. This report is for the left eye.